Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082782) on 31-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), insomnia ("insomnia"), skin irritation ("skin irritations"), abdominal distension ("bloating"), constipation ("constipation"), vitamin d deficiency ("vitamin d deficiency"), libido disorder ("sexual libido"), feeling abnormal ("brain fog"), amnesia ("memory loss"), neck pain ("neck pain"), back pain ("back pain") and allergy to metals ("after 10 years I discovered essure is made of nickel coil cousing mi side effects for year"). The patient was treated with fluocinonide, melatonin, vitamin d nos (vitamin d), macrogol 3350 (miralax) and surgery (bilateral hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, fatigue, insomnia, skin irritation, abdominal distension, constipation, vitamin d deficiency, libido disorder, feeling abnormal, amnesia, neck pain and back pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, amnesia, back pain, constipation, fatigue, feeling abnormal, headache, insomnia, libido disorder, neck pain, pelvic pain, skin irritation and vitamin d deficiency with essure. The reporter commented: an injury (hospitalization & serious injury) was mentioned but not specified and /or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082782) on 31-jan-2019. The most recent information was received on 14-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), insomnia ("insomnia"), skin irritation ("skin irritations"), abdominal distension ("bloating"), constipation ("constipation"), vitamin d deficiency ("vitamin d deficency"), libido disorder ("sexual libido"), feeling abnormal ("brain fog"), amnesia ("memory loss"), neck pain ("neck pain"), back pain ("back pain") and allergy to metals ("after 10 years I discoverd essure is made of nickel coil cousing mi side effects for year"). The patient was treated with fluocinonide, melatonin, vitamin d nos (vitamin d), macrogol 3350 (miralax) and surgery (bilateral hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, fatigue, insomnia, skin irritation, abdominal distension, constipation, vitamin d deficiency, libido disorder, feeling abnormal, amnesia, neck pain and back pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, amnesia, back pain, constipation, fatigue, feeling abnormal, headache, insomnia, libido disorder, neck pain, pelvic pain, skin irritation and vitamin d deficiency with essure. The reporter commented: an injury (hospitalization & serious injury) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.